Event description:
On 09-jun-2025, a journal article was retrieved from journal of orthopaedics and traumatology (2024) that reported a retrospective, single-center, multi-surgeon, comparative study from austria. The purpose of the study was to analyze the pelvic and femoral morphology in cementless short stem tha via a minimally-invasive (mis) anterolateral approach. The study screened 1826 total hip arthroplasties with fitmore stems at a single large academic center between (B)(6) 2011 and (B)(6) 2021, of the screened hips, 39 met the criteria for review as having sustained a periprosthetic fracture within 90 days postop (29 female, 10 male) while 78 were assigned to the non-fracture group. Along with the fitmore stem, patients received a cementless press-fit cut with or without screws (allofit) or a cementless threaded cups (alloclassic csf or alloclassic variall). The study population had a mean age of 74.4 years at time of surgery (range 65-83 years). It was reported that 11 patients experienced an intraoperative femoral fracture; of which, 1 occurred at the lateral cortex during stem insertion (vancouver classification b2). Two cerclage cables were applied with no further complications reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). B3: date of the event between jan 1, 2011 and dec, 31, 2021 . Therapy date: unknown g2: foreign country austria report source journal article "luger, m., feldler, s., schopper, c., gotterbarm, t., & stadler, c. (2024). Is there a difference in pelvic and femoral morphology in early periprosthetic femoral fracture in cementless short stem total hip arthroplasty via an anterolateral approach? Journal of orthopaedics and traumatology, 25(1). Https://doi.org/10.1186/s10195-024-00795-x". Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Follow up report. (B)(4). Updated:b3,b4, b5, d2,d6,g1,g3,g6,h1,h2,h6. D6 implant dates: between: (B)(6) 2011 to (B)(6) 2021. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.